Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after breakfast while using the ilet system, with a recorded blood glucose of 66 mg/dl, and the device provided frequent notifications that were determined to be a prompt for a routine set change. Symptoms included low blood glucose with associated need for carbohydrate intake. Outcomes included recovery of blood glucose to 137 mg/dl and later to 180 mg/dl, with no injury and no medical intervention beyond self-treatment. Investigation included user education on the ilet algorithm behavior for reducing insulin during lows, review of insulin on board via the device, guidance on set change timing, and counseling to follow clinician-directed exercise guidance. Investigation of this case revealed user factors of delayed meal timing and prolonged physical activity after a low as likely contributors, while the device operated as designed by reducing insulin and issuing a set change prompt. It was concluded that hypoglycemia occurred with cause unclear and that the device functioned within specifications. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.